Event description:
The customer reported the clinicians needed to perform an emergency c-section to resuscitate the infant and eventually admitted the baby into nicu due to inaccurate fhr readings with a philips m2705a avalon fm50 fetal monitor.

Manufacturer narrative:
(B)(4). The customer reported the clinicians needed to perform an emergency c-section to resuscitate the infant and eventually admitted the baby into nicu due to inaccurate fhr readings with a philips m2705a avalon fm50 fetal monitor. The nurses did not trust the fhr readings they were getting from the ultrasound and therefore they switched to the fetal scalp electrode. The customer still questioned the readings and they decided to validated with an external u.s. Device. As they suspected, the readings did not correlate with what they were getting from the m2705a sn# (B)(4) avalon fm50 fetal monitor. The readings from the external u.s. Device indicated the infant was in a compromised situation and so they decided to perform a c-section. The provided ob trace has been viewed by (B)(4) engineer and investigation result was malfunction of the fetal monitor is not seen. Philips is in the process of obtaining additional info regarding this incident and the complaint is still under investigation. A fetal report will be submitted once the investigation is completed.